Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend when there was a large difference between her sensor glucose and blood glucose levels. Blood glucose level at the time of the incident was 149 mg/dl, however she was receiving a low reading. The customer also reported receiving calibration errors. The customer was advised that the device would be replaced and agreed to return it for analysis.